Event description:
Patient reported left side seroma-late associated with cutaneous fistula and mentioned the recall and that is nervous due to all the situation. The device remains implanted. Treatment: clindamycin then clavulin.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and fistula.